Event description:
In 1987 patient sustained a severe central acetabular fracture which went onto traumatic arthritis. A #5 right pca primary stem and a 49mm low profile pca primary two-piece shell ws implanted approximately 1987. Three months after surgery, the patient was beaten up and had to run and crawl to escape his attackers. He escaped but was later run off the road. He escaped in deep grass on his hand and knees. Patient presented several months ago with a probable loose stem. The #5 stem appeared in slight varus. A #2.5 right pca longstem was implanted. Also a 55mm low profile cluster p.c.a. Shell and insert was used with three bone screwsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.